Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and that mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy in 2005 due to pelvic organ prolapse and sui. It was reported that patient underwent mesh removal in whole or in part in (B)(6) 2013. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding, and neuromuscular problems. It was reported that patient had her appendix removed in the fall of 2011. It was reported that patient had a colonoscopy in 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.